Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-aug-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting electrical fault and high watt alarms. It was also reported that the vad driveline cable outer sheath was damaged, yellowed, and had exposed wires. Review of data log files revealed that the pump was running on the single front stator and that the rear stator had a short. Review of data log files also revealed a loss of power to the controller; it was reported that one week prior to the event, the patient exchanged the controller at home due to an unspecified alarm. The vad was off for approximately one hour. An echocardiogram and computed tomography angiography (cta) scan were planned to be performed. The patient was reported to be hemodynamically stable. The next morning, a driveline splice repair was performed. The removed portion of the old driveline cable revealed damage to one of the wires. The vad and cont roller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of driveline cable was returned for analysis. The controller was not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files associated with (B)(6)revealed a controller power-up event logged on 14-jan-2022 at 23:01:01. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 06-apr-2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power-up event; the first data point logged since 06-apr-2020 was logged at 23:01:34 on 14-jan-2022, indicating that the power up-event occurred during a controller exchange, which corresponds with the reported event description. Review of the alarm log file revealed one (1) vad disconnect alarm logged on 14-jan-2022 at 23:01:06, indicating that the controller was powered up without the driveline cable connected. Two (2) electrical fault alarms were logged on 21-jan-2022 at 18:38:38 and on 22-jan-2022 at 00:01:45 due to a short circuit in the rear stator, resulting in the pump running on a single stator. Additionally, 38 high watt alarms were logged since 21-jan-2022 due to the increased power consumption required to run on a single stator. Two (2) vad disconnect alarms were logged on 26-jan-2022 at 18:20:23 and at 18:30:16, indicat ing physical disconnections of the driveline from the controller, likely during the splice repair procedure. One (1) additional electrical fault alarm was logged on 26-jan-2022 at 18:21:24 due to an open phase in the front stator. Log file analysis also revealed 14 low flow alarms logged since 25-jan-2022. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Review of the controller log files associated with (B)(6) revealed that the controller was not in use during the reported event. Failure analysis of the returned segment of the driveline cable revealed that the driveline cable passed the continuity test and locking mechanism test in a controlled environment. Visual examination of the returned driveline cable segment, as well as visual evidence provided, revealed damage to the driveline cable inner lumen and strain relief. It is possible that the observed inner lumen damage event corresponds with the reported "exposed wires" event. No damaged wires were observed within the returned segment of the driveline cable; it is possible that the splice was performed at the site of the damage. As a result, the reported wire damage event could not be confirmed. The reported driveline damage, electrical fault alarm, high watt alarm, and controller exchange events were confirmed. The reported "unspecified alarm" event could not be confirmed since log files from the controller in use prior to the controller exchange were not available for analysis. A driveline splice procedure was performed to mitigate the reported conditions. The most likely root cause of the strain relief and driveline inner lumen damage may be attributed, but not limited, to improper handling and/or wear over time. Based on the available information and investigation conducted, the most likely root cause of the electrical fault alarm due to an open phase may be attributed to a marginal connection, likely during the splice repair procedure. Based on the available information, the most likely root cause of the electrical fault alarms due to an overcurrent condition can be attributed to a short in the driveline due to damage to the driveline cable wires, likely due to the handling of the device. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.